Event description:
It was reported that a patient underwent an procedure for a sebaceous gland cyst in the lower abdominal wall on (B)(6) 2025 and suture was used. During the procedure, after surgical removal of the abdominal wall mass, suture was used to suture the incision. When the suture was tied, the suture broke requiring replacement of the suture and re suturing of the wound. The number of times the patient received sutures increased, and the pain the patient experienced increased. Additional information was requested.

Manufacturer narrative:
Product complaint # ==> (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts were made to obtain the following information. To date no information has been provided. If further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: was the patient treatment or post-operative care altered in any way due to the intra-operative suture breakages? If yes, please explain. Was the patient treatment or post-operative care altered in any way due to the additional pain the patient experienced during the initial procedure? If yes, please explain. Is the exact number of sutures that broke intra-op known? If yes, please provide that number. What is the patients current status?